Event description:
It was reported that the patient finds his inflatable penile prosthesis (ipp) pump hard to use. It was explained that the pump will not return to original position even after 15-20 squeezes. The pump was previously implanted in 2019. The physician is requesting a revision on the device, and the patient is requesting his revision be in romania where he is currently residing.